Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed to be due to damage on the ultrasonic cable. Also, evaluation found the following: upward/downward angulation control knob cannot be locked securely due to wear of forceps elevator lever, air/water cylinder had discoloration, suction cylinder had discoloration, scope body had a crack, the number of missing element exceeds the standard value due to damage on ultrasonic cable, displayed ultrasound image was defective due to a scratch on acoustic lens, objective lens had a scratch, adhesive around light guide lens had wear, adhesive on bending section cover had a discolored area, adhesive on bending section cover had a chip, connecting tube had a scratch, connecting tube was deformed, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, the play of right/left knob was out of the standard value due to wear of angle wire, bending angle in down direction does not meet the standard value due to wear of angle wire, bending angle in left direction does not meet the standard value due to wear of angle wire, ultrasonic probe was loose, bending tube was damaged, ultrasonic cable was deformed, ultrasonic cable had a scratch, and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had several defective ultrasound elements that out of tolerance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was chipped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customers reported event was found during maintenance and confirmed there was no patient or procedure affected or involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Please see updates to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.